Event description:
Rn of home patient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after several reprime attempts. Per husband of hp, there was no patient injury or medcial intervention as a result of incident.